Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not functioning correctly. It was stated that insulin pump got water in it, then four days later it got saturated with water and customer did not know what's going on with it. Insulin pump was kind of fouled up. Customer tried to reprogram the insulin pump, it was not seemed to do it. No harm requiring medical intervention was reported. The device will not be returned for analysis.